Manufacturer narrative:
(B)(4). The pump was received with a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment and serial number label fading. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6)2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6)2023 02:29:00.000. (B)(6)2023 18:45:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6)2023 02:47:00.000. Sensor error alert (801) was recorded and found in the formatted history file on: (B)(6)2023 16:59:02.000. (B)(6)2023 17:34:03.000. (B)(6)2023 18:09:02.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6)2023 22:26:55.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6)2023 04:19:03.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6)2023 04:24:05.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6)2023 04:29:03.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6)2023 04:34:01.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6)2023 05:09:03.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6)2023, (B)(6)2022, (B)(6)2022 and (B)(6)2022 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6)2023 06:40:38.000 alarm alert notification (40) fault number: battery removed (84) insert battery alarm was expected since the battery was removed from the pump. There were no unexpected pump errors/alarms noted. The pump was received without a battery installed. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Battery cap contact missing/damaged was confirmed. Cosmetic damage was confirmed at the serial number label, top of the battery compartment and all the way to the opposite bottom of the pump. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack at the top of the battery compartment and experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. The customer was rushed to the emergency room and treated with an intravenous infusion drip. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the event. The auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Event description:
Updation in summary: customer reported that there was a crack at the top of the battery compartment and all the way to the opposite bottom of the pump. She said there was no damage to the retainer ring. She went to the emergency room on (B)(6) 2023. Customer was dizzy and not coherent.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and in section h6 under health effect - clinical code and health effect - impact code were incorrect. The correct information was provided in section b5 and h6 with this report.